Event description:
Lens replacement due to deposits and punctate opacities observed on the posterior surface of the lens post-operative. A yag procedure and a vitrectomy were performed. During the vitrectomy, the posterior surface of the lens was scrapped.